Event description:
It was reported to philips that the xl device is getting error code 1000. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.